Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead produced an inappropriate shock due to oversensing. It was also indicated, the patient experienced muscle stimulation due to a competitor right atrial (ra) lead lead issue. The device was reprogrammed until a lead revision procedure could be performed. After the revision of the competitor ra and rv leads, it was noted there was no sensing on the left ventricular (lv) lead. Additionally, the lv lead indicated impedance measurements below 200 ohms and loss of capture at maximum outputs. Due to the length of the procedure and the patient not being dependent on lv pacing, the procedure was ended. The device was programmed to rv only pacing until it can be programmed for optimization. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was received that at the post-operation check, there was frequent atrial undersensing and inconsistent atrial capture on the competitor ra lead. As a result, the device was programmed to vvi 50 with atrial discriminators programmed off. No adverse patient effects were reported.